Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: while the catalog and lot numbers are unknown, the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ it is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that filter fracture, and vena cava wall perforation are a known potential complication of vena cava filters. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 1994 via right common femoral vein due to massive bilateral pulmonary thromboembolic disease and cor pulmonale (per implant report). It is alleged that the complaint device fractured and the patient was injured without further explanation. Per implant report dated (B)(6) 1994, ¿clot identified in the proximal veins of the left leg.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018 (reading 1), ¿impressions: there is a deformed foreign body in the ivc that has been crushed by insertion of an endoluminal stent. This foreign body is likely a fractured, deformed ivc filter. There are 4 protruding structures likely the legs of the ivc filter. Based on the device having 4 legs it is likely a cook filter. The type of cook filter is indeterminant. All 4 legs of the filter protrude through the wall of the ivc into the pericaval/mesenteric fat.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018 (reading 2), ¿a presumed inferior vena cava filter is markedly misshapen and deformed by the stent, pressed along the posterior right lateral wall. Given the deforms status of the filter, the degree of tilt relative to the ivc cannot be evaluated. The most proximal aspect of the filter is located directly inferior to the renal veins. 3 struts are identified perforating the inferior vena cava wall. A proximal, anterior strut extends 1 cm from the ivc wall into the retroperitoneal fat (image 34, axial; image 41, coronal). A second proximal, posteriorly located strut extends 0.7 cm beyond the ivc wall. A third, more inferiorly medially located strut extends towards the aorta, 0.7 cm beyond the ivc wall (image 47, axial; image 44 coronal). Additionally, a bent and deformed portion of the filter is located along the lateral wall, either deforming the wall or extending just beyond it with surrounding intermediate soft tissue, most in keeping with scar/fibrous change (image 44, axial), no organ perforation identified. The inferior vena cava proximal to the renal veins is small.¿